Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's calcified anatomy. During deployment, a small dissection flap was observed. The physician decided to proceed with deployment, hoping the flap would be "tacked" into place. Following the successful implant of the valve, it was seen on the final imaging that the dissection had propagated the entire length of the ascending aorta. Subsequently, a computed tomography (CT) scan was performed, and the patient was transferred to a different operating room. Subsequently, the valve was explanted, the surgical repair was performed on the patient's ascending aorta, and a surgical aortic valve was placed.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-29, serial/lot #: (B)(6), ubd: 21-feb-2028, UDI#: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.